Event description:
The patient presented to the physician with the stimulation lead eroded through the neck incision site. The physician prescribed antibiotics. Nine days later, the physician brought the patient into the or, repositioned the stimulation cuff, tucked the stimulation lead, and closed. The physician prescribed antibiotics after the procedure was completed.